Manufacturer narrative:
No lot number has been provided; therefore no DHR review and related manufacturing process reviews could be performed. While a hernia recurrence has not been confirmed with diagnostic testing, recurrence is a known inherent risk of the procedure and is listed in the adverse reaction section of the IFU as a possible complication. Based on the information provided, no conclusions can be made at this time. Should additional information be provided regarding the patient clinical course, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patient was implanted with a ventralight st hernia patch to repair an abdominal hernia. On (B)(6) 2015 - the patient was diagnosed through palpation by her doctor with a recurrent abdominal hernia. No diagnostic testing has been performed. Currently, the only reported symptom is an abdominal bulge. The patient has been advised by her surgeon to undergo repair, however to date she has not scheduled the surgery but is planning to have it done.